Event description:
During a revision procedure for an l1-iliam posterior lumbar fusion, the surgeon was using the broken screw remover to remove a broken non-synthes screw. The screw remained stuck inside the remover and cannot be removed. There was only 1 broken screw and surgeon was able to complete the procedure with no reported harm to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of synthes device history records for manufacturing revealed no complaint related issues. Manufacturing evaluation stated the sample was received with a screw stuck in the threaded end. The device is discolored. The material type has been verified as the appropriate material. This complaint is indeterminate from a manufacturing standpoint because the damaged portion of the product makes physical dimensional verification impossible. Product development event evaluation revealed the broken screw remover is intended to remove a screw that no longer has a functioning drive mechanism. To facilitate this, the instrument has a reverse thread feature that grips the broken bone screw when turned. This feature is necessary to create an interface between the instrument and bone screw to overcome the resistance between the bone and the bone screw threads. Based on the complaint description, the device successfully performed its purpose in removing a broken screw. It was not possible to recreate the event described in the complaint. Further, it was not difficult to separate the screw and the broken screw remover with instruments in the general screw removal set, which is the set in which the broken screw remover is contained. Therefore, the complaint is considered invalid from a product development perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(6) 2011.

Event description:
This is report 1 of 1 for this complaint (B)(4).